Manufacturer narrative:
Section d4: device manufacture date (h4) was not provided. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported in the research article ¿outcomes in heartmate 3 left ventricular assist device patients requiring temporary right ventricular assist device support,¿ that the heartmate 3 (hm3) may be related to death, kidney failure, stroke, infection, and gastrointestinal (gi) bleeding. Clinical data was retrospectively studied on 185 hm3 patients at the center between (B)(6) 2018 and (B)(6) 2022 that showed that there was a significantly higher risk of morbidity and mortality in patients with hm3 with temporary right ventricular assist device (trvad) compared to hm3 alone. Competing risk analysis for mortality, dialysis, stroke, and infection was significantly higher in the hm3 with trvad group compared to hm3 alone. The hm3 with trvad group also experienced more gi bleeding. The hm3 with trvad patients had a longer length of stay, greater in-hospital mortality, and fewer patients discharged directly to home. Specific patient information and device serial number are documented as unknown.

Manufacturer narrative:
Section d4: UDI: corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas (left ventricular assist system) and the reported patient outcomes cannot be conclusively determined through this evaluation. A study conducted by advocate christ medical center stated that right ventricular failure occurs in approximately 30% of patients following heartmate 3 lvad (left ventricular assist device) implantation, with nearly 10% requiring a trvad (temporary right ventricular assist device). The study sought to evaluate outcomes in heartmate 3 lvad patients with a trvad compared to heartmate 3 patients alone. Out of 185 study patients, 138 had only a heartmate 3 lvad and 47 had both a heartmate 3 lvad plus a trvad. The competing morbidity risk analysis for dialysis (47% versus 10%), stroke (26% versus 7%), infection (60% versus 41%), and gastrointestinal bleeding (38% versus 26%) revealed a significantly higher morbidity risk in heartmate 3 lvad plus trvad patients as compared to heartmate 3 lvad patients alone. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure, infection, bleeding, stroke, and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists infection as a late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This section states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ additionally, this section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.